Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre- and post-op diagnosis: unavailable- no op-report. Name of procedure: (illegible). Other relevant history: alleged injury of claimant: claimant has had a revision surgery not scheduled, but recommended and abdominal pain, recurring hernias.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment for recurrent bilateral incarcerated scrotal hernia and incarcerated recurrent ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, testicular vessels, cord inside mass, nerve damage, pain, numbness in groin area and swelling. Post-operative patient treatment included revision surgery and drainage of right upper cord percutaneously. The device had been used with gore-tex dual mesh (inguinal/scrotal), bard absorbable tacker, arthrex corkscrew suture anchor (multiple).